Event description:
It was reported that, when the patient was admitted to the hospital for the right heart catheter placement, they made the left ventricular assist device (lvad) care team aware that they had purposely removed their driveline from the controller due to annoyance with persistent low flow alarms five days prior. The patient's 11 volt li-ion system battery was depleted on (B)(6) 2022. The patient continued to take their coumadin (warfarin). A review of the log files revealed low flow estimates as well as sustained low flow hazard events on (B)(6) 2022 from 2004 -to 2041. The pump driveline appears to have been disconnected from this controller on (B)(6) 2022 at 2041. During this same time the log also contained a loss of external power event which enabled the emergency backup battery (ebb). This appears to be the result of both controller leads losing power simultaneously. The alarms resolved once external power was reconnected. Additional information revealed that the patient's lvad was decommissioned on (B)(6) 2022. Post operatively no pressors or inotropes were needed. The patient was extubated and awakened. A psychologist was consulted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage as well as low flow alarms. The account indicated that the patient intentionally disconnected the driveline due to annoyance with the low flow alarms. The controller event log file captured transient low flow faults flags resulting in intermittent low flow alarms between 22:05:04 and 22:38:15. The log file captured driveline disconnect alarms 3 minutes later at 22:41:34 when the patient disconnected the driveline from the controller, and the pump speed dropped to 0 rpm for the remainder of the log file. Com a, com b, low pump current, power a and b broken, faults were captured during this event. Despite these alarms, the pump appeared to function as intended. The controller periodic log file captured nine low flow hazard events resulting in 7 low flow hazard alarms on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The driveline was disconnected on 29may22 at 23:21:48 and the pump speed dropped to 0 rpm. The driveline was not reconnected for the remainder of the file. The pump appeared to function as intended. The heartmate 3 lvas IFU, rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm and low flow alarm, and the proper actions associated with them. The relevant sections of the device history records for mlp-030113 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 10feb2022. No further information was provided. The manufacturer is closing the file on this event.